Manufacturer narrative:
H3, h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a bilateral mastectomy procedure, the handpiece was sparked when touched to the other device, which was noted as not uncommon. There was also an excessive amount of char sticking to the handpiece. Additionally, the handpiece caught fire, resulting in the melting of part of its handle. The procedure was intra-operative and there was no delay in the surgical procedure. No reported impact on patient.